Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced ten events of tubing detachment from connector from (B)(6) 2025 and (B)(6) 2025. The infusion set was in use for three hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 10.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04396. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008096, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008096 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3 on 03/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j04339 was manufactured according to the wi version 65 and manufactured in the machine sc02, on 27/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g00158 was manufactured according to the wi version 11 and manufactured in the machine igtl01, on 03/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f04735 was manufactured according to the wi version 64 and manufactured in the machine sc01, on 01/jul/2024, with a total of (B)(4) units the sub-assembly, gluing of tubing of the lot 4f04736 was manufactured according to the wi version 64 and manufactured in the machine sc01, on 03/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.